Event description:
The patient experienced increased baseline pain and increased spasticity. The pump was supposed to be programmed in flex programming with 2 steps. On (B)(6) 2011, it was noted that the pump's flex programming had no steps; the pump was delivering basal rate only. The reporter believed this was the cause of the patient's symptom of increased spasticity. The hcp planned to change the programming and attempt other troubleshooting. It was also noted there were no active or past alarms with the pump. The drug used in the pump at the time of the event was lioresal. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).